Manufacturer narrative:
The device was not explanted. Follow up report indicated that the stimulation is back on and the patient is receiving effective therapy. The manufacturing record was reviewed and no nonconformities were found. Based on the report, it is likely that the issue was procedural rather than device related. Device not available for return.

Event description:
It was reported to nevro that a patient had experienced pain and weakness to bilateral lower extremities following implant procedure. The stimulation was turned off. The hospital found blood clots in both legs. There was fluid in the patient's heart and blood pressure had dropped. The patient was released from the hospital but experienced vomiting and was readmitted to the hospital 12 hours later. It was also reported that the patient has had history of heart attacks. The patient has been released hospital and the stimulation has been turned back on. Follow up report indicated that the patient has recovered from the surgery and is receiving pain relief.